Event description:
It was reported that the reservoir of this inflatable penile prosthesis migrated into dorsal side of the penis and the scrotum. A revision surgery was performed to reposition the reservoir and the pump. There were no patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis migrated into dorsal side of the penis and the scrotum. A revision surgery was performed to reposition the component. There were no patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate.